Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and erosion of prior device. It was reported that following insertion, the patient experienced pain, erosion, infection, urinary problems, recurrence and vaginal scarring. It was reported that on (B)(6) 2011 the patient underwent replacement of vaginal mesh due to severe recurrence. No additional information was provided in regards to the unknown product from (B)(6) 2008. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-01536. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a pelvic sling procedure on (B)(6) 2008. The patient had interstim implanted for stress urinary incontinence over 3 visits in 2009 and had another sling procedure on (B)(6) 2010. The patient experienced erosion through the vaginal wall. The sling was removed on (B)(6) 2011 and ams elevate was implanted. The patient continues to experience incontinence, frequent urinary tract infections and vaginal pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01536. The same patient is represented in each medwatch.